Event description:
It was reported that the stent was deformed. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified portal vessel. An 8x60x135 wallstent rp self-expanding stent was chosen for the procedure. During the procedure, the stent was advanced to the target lesion site for deployment. However, it was discovered that the stent could not be successfully deployed. Upon retracting the stent and its delivery system, it was observed that the stent had become deformed. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
G4. Premarket / 510(k): 2 numbers are available for this field, k992510 and k152842. E1: initial reported facility name: (B)(6). The device was returned for evaluation and was received with the stent fully deployed from the delivery system. Visual and tactile inspection of the device revealed that the stent was severely kinked at its mid-section. No kinks or damage were observed in the sheath portion of the device upon visual and tactile examination. Similarly, no abnormalities were identified in the tip region of the device during the same evaluation.

Event description:
It was reported that the stent was deformed. The 75% stenosed target lesion was located in the moderately toruous and mildly calcified portal vessel. An 8x60x135 wallstent rp self-expanding stent was chosen for the procedure. During the procedure, the stent was advanced to the target lesion site for deployment. However, it was discovered that the stent could not be successfully deployed. Upon retracting the stent and its delivery system, it was observed that the stent had become deformed. The procedure was completed with aother of the same device. There were no patient complications reported.

Manufacturer narrative:
G4. Premarket / 510(k): 2 numbers are available for this field, k992510 and k152842.